Event description:
It was reported one of the patient¿s leads was ¿showing high impedance.¿ impedance testing revealed contacts 8 through 11 were ¿>3600 ohms.¿ it was stated the patient was ¿not getting full stimulation benefit/coverage.¿ it was noted the patient ¿did feel stimulation on 0-3 contacts, but not strong enough.¿ additional information stated the patient was given prescribed an x-ray. It was noted no interventions had been decided on two days after the initial report and the patient was to follow-up with their pain management physician. A supplemental report will be filed if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v005884, implanted: (B)(6) 2006, product type lead; product ID fa37742, serial# (B)(4), product type programmer, patient; product ID 3887-33, lot# j0443866v, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).